Manufacturer narrative:
The insulin pump passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history (variable info is 3) due to broken trace at pin 1 (vdd) and 6 (sda) on u1 keypad assembly. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had damage and also had hardware low level failure alarm. The customer¿s blood glucose level was 6.4 mmol/l. The customer reported that they had hardware low level failure alarm. It was reported that they had audio issue. It was reported that they had performed self test and was passed. The customer was advised to monitor the pump. The insulin pump will be returned for analysis.